Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the inner insulation breached metal induced oxidation (mio); inner insulation cosmetic mio; the outer insulation had cosmetic environmental stress cracking, and the outer insulation had cosmetic depression. It was noted that there was blood in/on the helix/lobe mechanism. Evaluation summary for (B)(4): the full lead was returned in segments and analyzed and there was inner insulation breached metal induced oxidation (mio), blood/body fluid on all conductors (not obstructed). It was noted that the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Event description:
The leads were returned to the manufacturer after being explanted due to a system upgrade. The leads subsequently tested out of specification. No patient complications have been reported as a result of this event.